Event description:
Acct reports that the slip adapter separates from the IV catheter. States the apapter appears like it has "silicone" on it. States when they wipe it off, the adapter appears to stay connected. 07/30/1999- reporter stated various connections are utilized with the male adapter, ie, catheters, extension set 2c6630, etc. No pt compromise reported.